Event description:
A pt reported experiencing inaccurate high results with an otu meter. The pt's blood glucose results were 337 mg/dl (meter), 228mg/dl, 228mg/dl (lab). Tests were done within 10 mins with a difference of 48%. Pt did not experience any adverse events. No further info has been reported. Note - customer using expired solution.